Event description:
Livanova deutschland received a report that the mains power trips every time the heater-cooler system 3t device was turned on. There was no patient involvement.

Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in toulouse, france. A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. The most likely root cause is a hole in the cooling coil leading water to enter the refrigeration cycle and damaging the cooling compressor. The device will be replaced with another. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
The reported event is a known issue. Livanova put in place corrective action to reduce this type of events in case of breach of the cooling coil being generated due to stirrer flow in the tank leading to hole formation in a narrow area of the coil. However, in this specific case, the exact location of the hole on the cooling coil could not be determined. In february 2020 it was performed the erosion kit upgrade of the device that includes the new design of the pump head of the stirrer motor to prevent the water flow directed to the narrow area of the cooling coil. The reported event was claimed after the upgrade and it is not possible to exclude that the condition of the cooling coil was already compromised before the upgrade to such an extent that the copper was rather degraded.

Event description:
See initial report.